Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage was noted on the isolation tape. The insulin pump passed the basic occlusion test, occlusion test, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked case at display window corners, the reservoir tube and battery tube threads. The insulin pump was received with minor scratches on the display window and foreign debris under the display window.

Event description:
It was reported that the insulin pump alarmed no delivery after the priming procedure. Customer stated that the insulin pump lost power completely and went to a blank screen. Offered to troubleshoot for blank display, but customer declined since the pump was already being replaced. Customer reported that the insulin pump had been dropped. The blood glucose reading was 83 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.